Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the disposable was attached to the device, the device exhibited an 'attach cassette' alarm. There was unknown patient involvement.

Manufacturer narrative:
D9: date returned to mfg 12/6/2023. Additional information was received that there was no patient involvement and no patient harm. One device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal and scratched lcd lens. There was no evidence to review in the event history log. Functional testing was unable to replicate the reported issue; error code 41100 was not present but error code 41541 was present. The exact root cause was unable to be determined; however, the most probable cause was determined to be an inoperable latch lock flex sensor. The latch lock flex sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.